Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: adhesive material on objective lens window. Based on the results of the investigation, the most probable cause of the finding is component failure of objective lens window. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device image was cloudy. It is unknown when this occurred or if it involved a procedure. A request for additional information is in progress. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.